Manufacturer narrative:
(B)(4). Approximate age of device ¿ 55 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had some scant blood tinged yellow drainage at the driveline exit site. Cultures were positive for staphylococcus epidermidis. The patient was treated with intravenous vancomycin for 4 days and then transitioned to oral doxycycline.

Manufacturer narrative:
The patient remains ongoing on pump support and no further events have been reported at this time. A direct correlation between the device and the patient¿s infection could not be determined. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.